Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that a low high voltage lead impedance alert was noted on device interrogation. The lifetime measurements showed svc to can was low. The clinician was not sure if the patient had any other hardware implanted. The patient may undergo induction testing again to test the lead.